Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2013-04050. It was reported that during a stenting treatment procedure, stent dislodgment occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). During the procedure, two promus element plus stents (2.75x38mm and 2.25x20mm) were attempted to be advanced for treatment but became damaged upon passing a previously implanted stent. During withdrawal of the devices, the stents dislodged from the balloon possibly due to the calcium or interaction with the guide catheter. A snare was required to retrieve both stents. There were no reported patient complications and the patient is listed as stable following the procedure.

Event description:
Same case as MDR# 2134265-2013-04050. It was reported that during a stenting treatment procedure, stent dislodgment occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). During the procedure, two promus element plus stents (2.75x38mm and 2.25x20mm) were attempted to be advanced for treatment but became damaged upon passing a previously implanted stent. During withdrawal of the devices, the stents dislodged from the balloon possibly due to the calcium or interaction with the guide catheter. A snare was required to retrieve both stents. There were no reported patient complications and the patient is listed as stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned stent found that it was severely damaged, the profile was considerably stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)